Event description:
The following information was provided: revised a left knee ts triathlon due to infection. Revised this to a static spacer using a retrograde nail and steinmann pin with cement as a stage 1 of a 2-stage revision. The original surgery was done some time in 2019 by dr. The size femur and universal baseplate was 2. There were augments on both the femur and tibia and stems were 9x100 and 12x100 cemented. No implant record was obtained. The original revision was supposedly of an arthrex knee.